Event description:
The plaintiff alleges that while working as a nurse plaintiff was exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1997, following a radio-allergo-sorbent test, plaintiff was diagnosed as being allergic to latex. Plaintiff further alleges that plaintiff is now subjected to increased health risks, and is subject to increased risk of anaphylactic reactions to latex products. Finally plaintiff has suffered substantial injury, physical and mental pain and suffering and anguish, as well as economic loss, lost wages, and past and future medical expenses.